Manufacturer narrative:
The head of the screw was returned for evaluation. The hex feature of the head was noted to be damaged and the fracture face (underside of the screw head) showed evidence of leveraging failure. The lot number was requested, but unknown and could not be determined from evaluation of the returned device, therefore, device history record review could not be conducted. Based on the information provided and device evaluation, the most likely cause of this type of event is leveraging during insertion or over-insertion. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the head of a screw broke off during a bunionectomy. The body of the screw was left in the bone, fully seated. The surgeon utilized another screw (ar-13120-14c) to complete the case. The quality of patient bone was reported as hard. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.